Event description:
It was reported the camera head had no image. The issue occurred prior to use for an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no additional findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: no image due to a faulty cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.